Event description:
While onsite servicing the ventilator, the respironics service technician noted the ventilator would not power on. The ventilator was not in use on a pt. Upon evaluation of the ventilator, the respironics service technician reported he found a wire to the main circuit breaker disconnected. The service tech reconnected the wire to correct the problem. Extended self testing (est) and electrical safety testing was performed and all tests passed per operating specifications.